Event description:
It was reported that the patient had presented for routine device replacement. During the procedure, insulation damage was noted on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.